Manufacturer narrative:
(B)(4). The size of the device was not provided; therefore a DHR review could not be conducted. There was no complaint device returned for investigation. Therefore , no physical assessment could be conducted. Leak balloon could happen due to various reasons. However, in the absence of returned sample and limited information available on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
These catheters are ejected because balloons deflate by themselves. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
These catheters are ejected because balloons deflate by themselves. The patient's condition was reported as fine.